Event description:
A report was received that during a lead revision, pt's ipg pocket was made deeper because it was too shallow. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.